Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v750613, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that the week prior to this report the patient fell and broke her right hip/below the socket/on top of femur. Patient was in the hospital at the time of this report but was doing physical therapy at a rehab facility. The deep brain stimulator was turned off completely after the fall and about 2 days later the patient had wanted to eat on their own so the stimulation was turned back on and the electrical impulses were shooting down through the hip into the leg. It was noted that had never happened before the fall. Stimulation was turned off and had not been turned back on. Patient was going to be seeing a healthcare professional who was familiar with the therapy. There was a loss of therapeutic effect. Healthcare professional stated ¿what do you think you are sending electrical impulse that¿s going to the right side of the body to the hand and seems logical to travel to the leg.¿ additional information was requested but had not been received as of the date of this report.